Manufacturer narrative:
A manufacturing evaluation was completed: the product was returned in a packaging different from the original packaging. The laser etching was readable. The screw head was loosened from the shaft. The part shows hard traces of damages at the thread. A device history record review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. All dimensions relevant for the function of the product were measured, with the result: the depth of the drill hole was too deep (required max 1.80 mm, actual: 2.04 mm). The material was also checked by material certificate with the result, that the correct material was processed. Based on this the complaint is rated as confirmed and also as valid from the point of view of the manufacturing site. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initially the implant date was reported as (B)(6) 2015. Based on the manufacture date in july 2015 and confirming the facility received the implant in (B)(6) 2015, an implant date in (B)(6) 2015 is incorrect. Correct implant date is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The explant procedure was planned after the healing process was complete.

Manufacturer narrative:
(B)(6). Manufacturing location: (B)(4). Manufacturing date: july 28, 2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the screw head loosened from the shaft of a cortex screw during planned explantation on (B)(6) 2016. The screw broke in two fragments; no fragments were retained in the patient. There was no prolongation of surgery reported and no patient harm. The original implant surgery was in (B)(6) 2015. The patient had healed and so the implant removal procedure was planned. This is report 1 of 1 for com- (B)(4).